Event description:
It was reported to boston scientific corporation that a wallstent biliary stent was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, the stent was to be used to treat a stricture due to malignancy. During the procedure, after reaching the target lesion, the physician found that the stent could not be deployed and the sheath was damaged. The stent was removed fully constrained from the patient and the procedure was completed with another wallstent biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. (B)(4).

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Investigation result of stent damaged. Investigation results. Device analysis determined that the device was returned with the stent fully mounted on the delivery system. The outer sheath was retracted 9mm from the tip. A kink was noted in the shaft distal to the t-bar connector and a tear was noted in the clear outer sheath at the proximal end of the stent. Damage was also noted at the distal end of the clear outer sheath. During analysis it was possible to retract the outer sheath and deploy the stent with some resistance noted. A visual examination of the returned device found that the distal stent wires were uncrossed and kinked and that the stent was compressed at approximately 20mm from its proximal end. The location of the stent damage is consistent with the locations of the damage to the outer sheath. The noted damages indicate difficulty was experienced during deployment and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.